Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with automated peritoneal dialysis (apd) therapy. It was not reported whether the patient was hospitalized prior to death. It was not reported whether the patient was connected to the homechoice (hc) at the time of death or if apd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. Visual and functional testing was performed with no abnormalities noted. There was no non-conforming product identified that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.